Event description:
It was reported there were impedances read that were less than 250 ohms. One electrode combination was less than 50 ohms. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).